Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states that the customer informed them that the seat upholstery sags to the crossbraces.